Event description:
The territory manager (tm) of a female patient, contacted lifecor customer support to report that the patient passed away while wearing the lifevest. He stated that there were no alarms.

Manufacturer narrative:
Monitor. Electrode belt. Device evaluation: all the equipment was fully functional. It was refurbished, retested and restocked. The device properly declared asystole.